Event description:
During a surgical procedure, the surgeon set the harmonic cord aside and the instrument remained active. No harm was noted to the pt. The device was removed from the sterile field. FDA safety report ID# (B)(4).